Event description:
It was reported that the connector on the external pulse generator was defective. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis confirmed the customer comment that the ventricle connector was broken, and it was replaced. Analysis also found the upper and lower cases, two side bail covers and the ring cover broken, the battery release, lead flex cover, battery drawer and battery drawer o-ring contaminated, the battery contacts compressed, the ring bent and the liquid crystal display (lcd) out of specification.

Event description:
It was reported that the connector on the external pulse generator was defective. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.